Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. The patient stated that when the unit was functioning the stimulation would turn on and off sporadically. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they met with the patient and it was reviewed that there was actually no issue regarding the ins turning on and off sporadically. The patient was happy with the ins. No further complications were reported.